Event description:
Per independent repair center statement the unit was alarming. The key failure was the 4 way valve was not shifting properly. Additional malfunctions include the compressor was loud, the sieve beds were saturated and had an odor, the power switch had no alarms, and the pe valve was contaminated.